Event description:
Our MDR - this lead had been programmed off since (B)(6) 2012 due to artifacts. As part of an upgrade, this lead was extracted.

Manufacturer narrative:
The analysis of the returned lead revealed damage to the insulation through abrasion. The damage indicates significant mechanical stress during the usage of the device. The location and the nature of the insulation damage indicate abrasion with the adjacent lead. X-ray or diagnostic images, which could indicate the location of the implanted system within the body, were not available for analysis. The explantation procedure caused probably additional damages. There was no indication for material or manufacturing defects.